Event description:
A user facility reported to olympus that the "connector failed to lock the scope" and the image could not be focused. This report is submitted due to the report that the image could not be focused. The problem, as reported to olympus, was identified during reprocessing of the device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. The evaluation found that the endoscope could not be attached to the device. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Based on the results of the investigation, the reported phenomenon was not duplicated. Since the scope could not be locked, it was determined, that an image could not be focused temporarily, due to the rattling scope. The cause of the rattling scope could not be identified. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The instruction manual identifies, the following related verbiage. Which could have prevented the phenomenon: ¿do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head¿. Olympus will continue to monitor field performance for this device.